Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The reported observation of inoperable ipg was confirmed. The analysis results concluded the observation of the device being inoperable was due to the device entering the service application state. The root cause of the device entering the service application state appears related to the patient¿s previous procedure based on the timeline. The device stimulation was active at the start of analysis. Review of the ipg diagnostic logs showed the device stimulation was active prior to being explanted. The ipg diagnostic logs also showed the device was not logging properly after february. It should be noted it was stated in the event details that the patient had a procedure prior to the first reported date of (B)(6) 2025. Review of the ipg logs and electrical testing confirmed the device was not at the end of life (eol). During electrical testing and automated testing (ate), the device¿s battery voltage was 2.954v, which is a voltage closer to the beginning of life voltage of 3.1v, not the eol voltage threshold of 2.55v. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Per the clinicians manual: per clinicians manual arten600337469 - per the clinicians manual warning. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was replaced to address the issue. Therapy was restored post-operatively.